Manufacturer narrative:
On (B)(6) 2020, the contralateral device was identified as the right breast prosthesis. This report shall be for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 500cc and an unspecified mentor gel breast implant (sides unknown) and experienced bilateral capsular contracture baker grade iii. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2019. This report is for the second of two devices.